Event description:
It was reported that the device tones were heard at times other than the programmed items and the clock was off by only an hour. It was noted that no care alert conditions were noted upon interrogation. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1688 competitor implantable pacing lead (B)(6) 2008. (B)(4).